Event description:
It was reported that after an unspecified procedure, arteriotomy closure of an unspecified vessel was attempted using two perclose proglide devices. Reportedly, the operator had an issue with two proglide devices. The unspecified issue of one of the proglide devices required a piece to be surgically removed. It was not specified how hemostasis was achieved. It was not specified if the operator was trained in the use of the perclose proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following information was received:the customer reports that only one proglide device was used, not two, as previously reported. Therefore, based upon the customer's report this device is not a product experience. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The proglide device has been reportedly retained by the customer. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, is being filed under a separate medwatch manufacturer report number.

Manufacturer narrative:
(B)(4). Based on the reported follow-up information, this device issue was reported in error. A device product experience did not occur.